Manufacturer narrative:
It was reported that the issue was resolved on (B)(6) 2016. No additional information available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Infection and sepsis are known potential complications associated with all patients implanted with vads as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. With review of the available information, a relationship between the device and reported event cannot be determined. Clinical factors including patient's medical condition and comorbidities may have contributed; there is no indication that it is related to any device manufacturing or performance issues. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Pump remains implanted.

Event description:
It was reported from the site that the patient came to hospital with fatigue and one day of dizziness and inability to take medications. It was stated that the ventricular assist device (vad) interrogation showed low flow alarm with the most recent on (B)(6) 2016. The patient had lower blood pressure on admission of 140/86. The symptoms were thought to be due to poor oral intake. The patient was giving gentle volume resuscitation with resolution of symptoms. Blood cultures were positive with no source of sepsis was identified. The blood cultures were negative at discharge. No additional information available.

Manufacturer narrative:
Ampicillin 3 gm intravenous piggyback (ivpb) every 6 hours start (B)(6) 2016 end (B)(6) 2016. Cipro 500mg by mouth (po) twice a day (bid) start (B)(6) 2016 ceftriaxone one dose 2 gm intravenous (IV). (B)(6) 2016 pipercillintazobactam 4.5 gm IV x1 start (B)(6) 2016. Pipercillintazobactam 3.375 gm IV start (B)(6) 2016 end (B)(6) 2016. (B)(6) 2016 white blood count (wbc) 9.8. (B)(6) 2016 wbc 6.1 normal 4.2-9.1 10e3/mcl. If information is provided in the future, a supplemental report will be issued.